Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected high out-of-range left ventricular (lv) lead impedance measurements and loss of capture (loc) in all vectors. There was also low sensing on the right ventricular (rv) lead. The patient is not pacemaker dependent. The device was reprogrammed to ddd mode with rv only pacing. A revision procedure is planned but not yet scheduled. No adverse patient effects were reported.